Manufacturer narrative:
UDI #:unknown because lot/serial number is not available. Pt age/date of birth: unknown. Date of event: unknown. Model/catalog #: unknown, serial #: unknown, expiration date: unknown. Implant date: if implanted; give date: unknown. Explant date: if explanted; give date: unknown. Initial reporter: telephone number: (B)(6), a contact name was not provided. (B)(4). Device manufacture date: unknown. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported during the 26th meeting of the (B)(4) glaucoma society, that the baerveldt shunt was explanted. At the patient's four (4) month post operative visit, the tube was exposed. At the patient's five (5) month post operative visit, the shunt was explanted. No further information was provided.

Manufacturer narrative:
The baerveldt shunt was not returned to the manufacturer for evaluation; therefore product testing could not be performed and the customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records could not be reviewed since the serial number is unknown/not provided. All pertinent information available to abbott medical optics has been submitted.